Event description:
It was reported that the patient with this pacemaker system underwent a full system explant due to infection. The pacemaker and right ventricular (rv) lead were successfully explanted. No additional adverse patient effects were reported.